Event description:
It was reported that the patient experienced nocturnal hypoglycemia with a documented blood glucose of 50 mg/dl after elevated evening glucose levels, and the device provided low and urgent low alerts. Symptoms included none reported such as loss of consciousness or dizziness. Outcomes included self-treatment with juice, no need for assistance, and no professional medical intervention or hospitalization. Investigation included review of available reports and completion of troubleshooting and education with recommendations to follow healthcare provider guidance regarding targets and dietary adjustments. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.